Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician experienced difficulty accessing the patient's epidural space during trial lead implant. In turn, a cerebrospinal fluid leak was suspected and as a result the case was abandoned approximately 1.5 hours later. Reportedly, no intervention was required and the patient remained asymptomatic during overnight monitoring.